Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted low resulting in paravalvular leak (pvl). It was reported that the valve was interfering with the mitral leaflet. Subsequently, the valve was snared into the ascending aorta and a second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received specifying that the paravalvular leak (pvl) was severe. If information is provided in the future, a supplemental report will be issued.